Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the hospital due to diabetic ketoacidosis and a blood glucose (bg) level that was high, however, a specific value was not provided. The customer was given treatment for dka and was discharged with no known permanent damage. Customer delivered a bolus via the pump to address bg level. Reportedly the customer continued to use the pump for insulin therapy.